Event description:
The customer called into technical support (ts) reporting that the nav-ring is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is aware of the field change order (fco) but just wants the part ID of the bezel to replace it himself. The rse provided the customer parts ID for the front bezel. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards. Upon further investigation, the event occurred during extended self testing. Therefore this complaint no longer meets reportability requirements.